Event description:
Ous MDR - during the implant procedure, cardiac perforation occurred. Lead measurements were performed and no sensing was noted. Also, both this lead and the atrial lead had high impedances. However, defibrillator coil continuity was within normal range. This lead was reconnected to the can and the same behavior was observed. Preliminary analysis showed that non-physiological signals and/or noise sensing have been observed on both atrial and ventricular channels. Accordingly, a revision was scheduled on 02 january 2015 where the ventricular lead was replaced, mainly in order to use a passive lead instead of an active one. This is all of the available information at this time. The device was not returned for analysis. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection, a bent is-1 connector pin and damages of the silicone sealing of the is-1 connector pin were observed. The subsequent root cause analysis indicated that mechanical forces applied during the implantation procedure should be taken into consideration. Further analysis revealed the presence of coagulated blood along the inner conductor coil of the lead. These blood residuals were most likely introduced into the lead by means of stylets used during the surgery. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.